Event description:
Customer reports son received a suspected false positive result on (B)(6) 2021 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn and lot number not provided, reader sn (B)(6)). Repeat cue covid-19 tests performed on (B)(6) 2021 provided a negative result. No further information was provided regarding this false positive result.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Trending of all complaints was performed as part of our complaint investigations and did not result in any trends identified. Additionally, due to the age of complaints and that most of the reported issues did not include essential information, such as cartridge lot number/serial number, user information, further investigation including product history review is not able to be performed. No further investigation was required for lots that were expired, and where no trends were identified.